Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The lesion was pre-dilated with a 2.0x15mm non bsc balloon. The physician placed a taxus express2 2.5x20mm drug eluting stent to the 75% stenosed lesion located in the calcified, distal left circumflex (lcx) artery. The stent was deployed at 10 atms for 45 seconds, overlapping the distal portion of a previously placed non bsc stent. Post ivus was performed and confirmed the stent was well positioned and well apposed. No patient complications were reported. Patient status post procedure is noted as good. Twelve days post procedure, the patient presented with chest pain and angiography confirmed a thrombosis in the overlapped area of the previously placed stents in the lcx. The thrombosis was treated with an aspiration catheter and balloon dilatation using a 2.5x15mm non bsc balloon. The patient was on cilostazol and aspirin at the time of this event. Clopidogrel and aspirin were prescribed post procedure. No patient complications were reported. Patient status post procedure is noted as "recovered."

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out at this time. The root cause will be documented as an anticipated procedural complication because of the likelihood that the patient anatomy contributed to the reported complaint and due to the lack of information implicating a root cause related to the device. A CAPA has been initiated to address this issue. A review of the device history record cannot be completed as the batch number is not known.